Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 204 mg/dl. The customer reported a motor error alarm from the insulin pump during bolus. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage in the force sensor resistor. The insulin pump passed the basic occlusion and displacement tests. No motor error alarm was noted. A cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. Light corrosion was noted on the motor home switch.